Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, d9, h11, h6 (type of investigation, investigation findings, investigation conclusions). The following was performed by (B)(4) technician of the maquet failure analysis and testing (fat) department, wayne, nj: (B)(4) 06 nov 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0997-00-1178 sn: (B)(6) pneumatic module assy. This part was received with a reported unit failure message of ¿shuttle transducer not zeroing¿. The failure analysis and testing department performed a visual inspection, and the part was found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed pneumatic module assy. Into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn: 0070-00-0639 revision r. The fat department performed standard functional tests and passed. The fat dept. Could not replicate the failure message of ¿shuttle transducer not zeroing¿. Pneumatic module assy. Passed testing. Retaining pneumatic module assy. In the fat dept. Per procedure (B)(4). A getinge field service engineer (fse) found that the shuttle pressure would not zero. Fse replaced the pneumatic interface module (B)(4) and calibrated. Functional tested without any further issues. All work was performed on maintenance so# (B)(4) cardiosave iabp services completed. Full pm, safety, calibration, and functionality checks to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during the semi annual maintenance the cardiosave intra aortic balloon pump( iabp) shuttle transducer was not zeroing. There was no patient involved.